Event description:
A caller reported a ¿scan again in 10 minutes¿ followed by a ¿sensor ended¿ message with the adc freestyle libre sensor. The customer was unable to obtain a sensor reading and experienced symptoms described as ¿lost sense of environment¿ and a loss of consciousness. The customer self-presented to a hospital where an electrocardiogram and blood tests were performed, and the customer was diagnosed with hypoglycemia. The healthcare professional treated the customer with dextrose and glucose injection. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) was performed and all results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported a ¿scan again in 10 minutes¿ followed by a ¿sensor ended¿ message with the adc freestyle libre sensor. The customer was unable to obtain a sensor reading and experienced symptoms described as ¿lost sense of environment¿ and a loss of consciousness. The customer self-presented to a hospital where an electrocardiogram and blood tests were performed, and the customer was diagnosed with hypoglycemia. The healthcare professional treated the customer with dextrose and glucose injection. There was no report of death or permanent impairment associated with this event.